Manufacturer narrative:
One device was received for investigation. Visual inspection found no obstructions, damages, breakages, or other defects. The device was functionally tested and no discrepancies were detected. The sample was fully priming with out difficulty. The reported failure mode was not confirmed. No corrective actions are required since the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm downstream occlusion and the dose was not infused as pump kept alarming. The patient stated fluid had been leaking from the air filter on tubing. No patient injury reported.